Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that following an intraocular lens (iol) implant procedure the surgeon noticed that the intraocular lens optic was broken at the edge. The surgery was completed on the same day. Additional information has been requested.

Manufacturer narrative:
. The sample was not returned. A photo was provided displaying the lens inside the eye. A metal instrument was shown inserted and on the optic anterior, making the optic edge more visible. The optic edge has an area that was broken. Product history records were reviewed and the documentation indicated the product met release criteria. An unknown company cartridge and company injector were indicated. It is unknown if qualified products were used. This diopter of this lens model (company model) is qualified for use in the company cartridges with an approved company handpiece. A non qualified viscoelastic was indicated. Based on our observation of the attached photo of the lens inside the eye, the optic edge was broken. The sample has not returned. The root cause for the reported event may be related to a failure to follow the IFU. A non qualified viscoelastic was indicated. The IFU instructs: company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd filled cartridge. The lens should be inserted until the optic is a little more than half way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and or damage. Important the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately half turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The reporter indicated that an unknown company cartridge and handpiece were used. File will be reopened if new information or the sample is returned. The manufacturer internal reference number is: (B)(4).